Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates the patient¿s lead was repositioned on (B)(6) 2022 resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's lead migrated. The issue was confirmed through x-ray testing. As result, the patient may undergo surgical intervention on a later date.